Event description:
The coil (subject device) was returned for analysis, and it was discovered that the subject coil delivery wire was found to be broken/fractured and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject coil was returned jammed inside the microcatheter. The coil delivery wire proximal end was seen to be kinked/bent. The coil delivery wire was seen to be kinked/bent. The coil delivery wire was seen to be broken/fractured. The main coil was seen to be stretched. During the functional inspection, after soaking it in warm water, the subject device was removed from the microcatheter without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject coil got stuck in the microcatheter. No additional information was received for this complaint. During analysis, it is possible that continuous flush may not have been administered during the case as evidenced by the dried procedural fluid noted in the microcatheter. This could have resulted in the reported jamming in the microcatheter and damage to the coil when advancing it against resistance. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the as reported and as analyzed 'coil jammed' as well as the as analyzed 'coil delivery wire broken/fractured during use' and 'main coil stretched' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed 'coil proximal contact kinked/bent' and 'coil delivery wire kinked/bent' since these issues are most likely due to handling of the product during the clinical procedure.